Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer was facing a issue with the mobile application. Customer states that application was unresponsive. No harm requiring medical intervention was reported. Troubleshooting was performed and instructions were provided to resolve the issue. It is unknown whether the customer will continue to use the mobile application or not. The device will not be returned for analysis.